Manufacturer narrative:
Arjo was notified about an event with the concerto/basic shower trolley involvement. It was reported that a patient fell from the device. The customer informed that the patient sustained an injury but the severity of the injury is unknown as the patient's family did not approve to provide the details about the patient's outcome. After the event, the device was inspected by an arjo representative. The service technician found out that one of the catch in side support was not working correctly due to defective spring. Therefore, the side support opened leading to the patient's fall. The other parts of the trolley were in normal working condition. The concerto/basic shower trolley¿ has 2 side supports located on both sides of the device and each of them has two catches. The side supports can be folded down by pressing the two catches simultaneously. The catches are mounted at the bottom of the side supports. When raising the side support, the caregiver shall make sure the two catches snap into place. Once the catches are locked, the side support remains stationary and provides support during transport. Based on the information provided, it is not known why the spring in one of the catches was defective. The concerto/basic instructions for use (document number: 04.ba.05_7gb) in the "care and preventive maintenance" section instructs the user to "visually check mechanical attachments" and, "visually check all exposed parts" every day, also to perform functionality test every week and to replace the catches every year. Information obtained during the investigation indicates that the device was not regularly serviced by arjo. The customer uses its own service to handle repairs and maintenance. Arjo is contacted only to inspect or repair equipment when the customer's service is unable to do so itself. The instructions for use for the product warns the user: "to avoid injury and/or unsafe product, the maintenance activities must be carried out at the correct frequency by qualified personnel using correct tools, parts and knowledge of procedure. Qualified personnel must have documented training in maintenance of this device". It is unknown when was the last service performed by the customer and whether the catches were replaced as the customer does not have documentation proving regular maintenance of the device. There is no documented replacement of side support catches in our records, also according to the information provided, the customer have not purchased the catches from arjo before. This device was manufactured in 2012, which means 10 years before the event. As per the device IFU: ¿the concerto/basic is subject to wear and tear, and the following actions must be performed when specified to ensure that the product remains within its original manufacturing specification¿. Considering the information obtained during the course of this investigation, we concluded that the cause of the patient fall could be related to the defective one of the catches. The cause of the defective catch could be related to the normal wear and lack of regular maintenance. In conclusion, the concerto/basic shower trolley was involved in the event, because it was used for a patient treatment while the patient fell from the device. The device did not meet its performance specification as side support opened and the patient fell from the device. The complaint was decided to be reported to the competent authorities due to the patient's fall that resulted in an injury.

Event description:
Arjo was notified about an event with the concerto/basic shower trolley involvement. It was reported that a patient fell from the device. The customer informed that the patient sustained an injury but the severity of the injury is unknown as the patient's family did not approve to provide the details about the patient's outcome. After the event, the device was inspected by an arjo representative. The service technician found out that one of the catch in side support was not working correctly due to defective spring. Therefore, the side support opened leading to the patient's fall. The other parts of the trolley were in normal working condition.